Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. Nc-013900 was identified as associated with this lot number. One nonconformance, nc-013900, was identified as related to this lot. This nc involved a deviation in sterilization pre-vacuum run time. Despite this deviation, the lot successfully met biological indicator testing requirements, demonstrating that sterility was achieved. All devices met specifications prior to release. Given the absence of a complaint trend and the presence of multiple potential sources of infection, there is no evidence at this time to suggest that the reported infection originated from the device. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and not replaced due to infection.